Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient is seeing a por (power on reset) message on the programmer. They still had bladder problems and they had been increasing stimulation but wasn't able to increase stimulation due to the por (power on reset message).